Event description:
(B)(6). Medtronic literature review found a report of patient complications in association with pipeline flex flow diverter. The purpose of this article was to report periprocedural morphologic change and outcomes using single flow diverter (fd) to manage unruptured multiple intracranial aneurysms (mias) in a parent artery. A total of 63 patients with 126 mias successful managed by single fd. There were 49 women and 14 men, with a mean age of 59 years. A pipeline flex was used with 16 patients, and a fred fd was used with 47 patients. It was not reported which devices were used with each event. The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted:  - four patients had intraprocedural thromboembolic complication because of in-stent thrombosis (3 patients) or distal embolic (1 patient). Two of the patients had mild permanent neurologic deficit (mrs = 1) because of sequela of in-stent thrombosis.  - follow-up imaging (mean 14 months) showed subtotal or partial obliteration of aneurysms ((B)(6) & (B)(6) class ii-iii) with r esidual sac in 18 patients and unchanged aneurysm morphology occurred in 4 patients.

Manufacturer narrative:
Concomitant medical products: product ID nv unk flex (lot: unknown); product type: implant date n/a; explant date n/a. G2: citation: authors: (B)(6). Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.